Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with corroded battery tube, cracked case at display window corners, reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that for a couple weeks now, the pump will not have any battery and will turn off. When she replaces it with a new battery, she will receive a failed battery test on the pump, and sometimes she will receive a weak battery alert. Customer stated that the pump might be giving her too much insulin because her blood glucose level has been low. It was found that the battery compartment was corroded. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.